Manufacturer narrative:
A ge service representative performed an on site investigation. The five volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service. The malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a filament regulator error message. No patient injury was reported.